Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. A functional testing was performed including pressure test and clear passage under water with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clearlink system non dehp solution set disconnected. The event was further described as "with IV tubing disconnected from PICC (peripherally inserted central catheter) line extension tubing". It "appears the end of the IV solution set had popped of the cap of the extension y-set attached to PICC line cap". This was identified during patient infusion of amino acids total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.